Manufacturer narrative:
It was reported that some of the capillaries overlying the nerve as well as the cerebellum and brain stem had "extruded" onyx material which was observed after resection was completed. Some of the onyx over the cerebellum was removed, but the physicians did not remove the onyx on the trigeminal nerve and brain stem due to the risk of injury to the nerve. Postoperative MRI confirmed total resection. Patient made excellent recovery but continued to have no sensation in the right side of the face. As the event was reportable to a regulatory authority and indicated a possible non-conformance of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. Follow up email was sent to author to get additional information on the event; however, no response was received. Once response has been received, a supplemental report will be submitted. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure and patient condition related event. The investigation determined that the cause of the event was not related to the product, and therefore no new formal investigation was required. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of ocak, p. E., <(>&<)> baskaya, m. (2018). A rare complication of endovascular embolization: extruded onyx on trigeminal nerve. Journal of neurological surgery part b: skull base, 79(s 05). Doi:10.1055/s-0038-1669972 regarding extrusion of medtronic liquid embolic. Prior to the event, the patient was diagnosed with a right sided hemangioblastoma; the treatment plan was onyx embolization, then resection of the tumor. The article states that the tumor was embolized with onyx without any noted issues. The patient reportedly woke up with no sensation in the right side of his face. Diffusion magnetic resonance imaging (MRI) showed a small restricted diffusion area within the right superior cerebellar vermis. The next day, the patient underwent microsurgical resection of the tumor, which was reportedly uneventful; complete resection was achieved. After the resection was completed, the trigeminal nerve was identified. Some of the capillaries overlying the nerve as well as the cerebellum and brain stem had "extruded" onyx material. Some of the onyx over the cerebellum was removed, but the physicians did not remove the onyx on the trigeminal nerve and brain stem due to the risk of injury to the nerve. Postoperative MRI confirmed total resection. Patient made excellent recovery but continued to have no sensation in the right side of his face.